Manufacturer narrative:
(B)(4). Method: ECG from deployment assessed. Results: device properly analyzed issuing no shock advisories based on ECG morphology, shock advised and delivered after ECG converted to shockable rhythm. Conclusions: issue is being reported due to associated deployment.

Event description:
Reporter requested review of AED analysis decision made during deployment.